Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped a phone onto the ilet, resulting in a broken or cracked screen on the device, and a replacement ilet was shipped to the updated address while the original was requested for return. Symptoms included no reported changes in blood glucose and no alerts or alarms. Outcomes included continued therapy without interruption, as the user had backup therapy available. Investigation included internal case review and coordination for retrieval of the damaged device. Investigation of this device revealed physical damage to the device display consistent with impact, with no evidence of device malfunction affecting glycemic control. It was concluded, based on previously established findings for similar reports, that user-induced mechanical damage was the most likely cause.